Event description:
It was reported that high pacing threshold and low sensing were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.